Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user of the ilet bionic pancreas experienced perceived overdosing over several months following travel and changes in eating habits, with the user attributing the issue to meal announcements and planning to perform a factory reset without training. Symptoms included reported but unconfirmed hypoglycemia. There was no report of end-user harm. No further information was provided after multiple follow ups with the customer. Investigation of this case revealed no device malfunction confirmed and no alerts or alarms reported. It was concluded that the cause of hypoglycemia was unclear and device performance could not be confirmed as out of specification. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.